Manufacturer narrative:
The customer reported that the bsm (bedside monitor) lcd faded to a white screen and vitals were no longer showing. Unit was power cycled but the issue still remained. Customer switched defective unit with a working unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) lcd faded to a white screen and vitals were no longer showing.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) lcd faded to a white screen and vitals were no longer showing. Unit was power cycled but the issue still remained. Customer switched defective unit with a working unit. The unit was evaluated and the reported problem could not be duplicated. Product deficiency was not identified. The lcd and inverter board were changed out as a precautionary measure. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.